Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer giving the right amount of insulin and they ended up with high blood glucose levels. Customer's blood glucose level was 6.6 mmol/l. The insulin pump sometimes alarmed no delivery. They had been to the hospital and they checked the tubing but there was no issues with it. The customer was advised that the device would be replaced and agreed to return the product for analysis.